Event description:
Failure investigation of a cycler returned for a non-reportable problem showed that it delivered up to 1,230 ml more than the programmed fill volume during a simulated treatment. The scale calibration was out of tolerance.